Manufacturer narrative:
Reference voluntary medwatch 4400150000-2022-8007. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a vital navigation tap at the top of the instrument fractured inside the patient at right l4 while placing the screw. The tap and screw were removed from the patient.

Manufacturer narrative:
Device evaluation: product was not returned and not photos were provided. Device evaluation could not be performed. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a vital navigation tap at the top of the instrument fractured inside the patient at right l4 while placing the screw. The tap and screw were removed from the patient.